Event description:
During crrt (continuous renal replacement therapy), the m-150 filter was leaking fluid from the white port and broke the sterile field. This was noted and the crrt was stopped and the blood was not returned to the patient.